Event description:
It was reported that abutment milled 2012 has a screw that will not remain seated. Requested a replacement but this item is no longer made. Customer will reach out to lab for options. Currently, they have stabilized the implant for now.

Manufacturer narrative:
(B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: last name unknown / not provided. H4: device manufacturer date unknown / not provided.